Event description:
It was reported that the customer's fill estimates were inaccurate. The customer stated his blood glucose level was higher than usual, but it was attributed to inactivity from driving for several hours.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.